Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, the stapler was placed across a hilar vessel and fired. As the instrument was fired, some bleeding was observed between the jaws of the instrument. Upon removing the stapler, only half of the vessel had been transected, and only half of the staples had fired. Not all the staples at the distal tip were formed. The same instrument was reloaded and fired proximal to the first application, and it did not perform as expected. Either it did not fire at all or it stapled but did not cut. A new instrument was opened to complete the case. O.r. Time was extended by approx 15 minutes, and total estimated blood loss was 1500cc, and two units of blood were transfused. No device is being returned.